Manufacturer narrative:
H6 health effect - removed code [4451 - mitral valve insufficiency/ regurgitation]. Added code [1969 - myocardial infarction]. An event of death and myocardial infarction was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported death and myocardial infarction could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the aortic annulus was measured with the perimeter as 75.1mm and the area as 435mm^2. The device was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 27mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024. The patient had a pre-existing condition of severe aortic stenosis with shortness of breath and mitral and tricuspid regurgitation. The device was implanted. On (B)(6) 2024 the patient passed away. The cause of death according to the summary chart was possibly acute coronary syndrome, non-st elevation myocardial infarction, and mitral regurgitation.